Event description:
Allegedly, immunological reaction alval type (aseptic lymphocytic vasculitis associated lesion) probably linked to metallic particles with a cobalt allergy suspicion (positive skin reaction).

Manufacturer narrative:
This event will be updated once the investigation is complete. Trends will be evaluated.